Event description:
A customer reported a "sensor ended" error message with the adc device and therefore was unable to obtain readings. The customer experienced a loss of consciousness and an ambulance was called. Upon arrival of the ambulance, a glucose injection and (unspecified) intravenous drip was administered for treatment by a healthcare professional (hcp). It was indicated that the customer was brought to a hospital, however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.